Manufacturer narrative:
Facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of a round allergan device. This record relates to the right side. Device status is unknown.

Event description:
Healthcare professional reported rupture of a round allergan device.this record relates to the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b5, b6, d1, d2, d4, d6a, g4, h4, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture of a round allergan device.this record relates to the right side. The device has been explanted.